Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device discarded.

Event description:
Patient underwent a left total knee arthroplasty and approximately 16 months post-implantation was revised due to unknown reasons. The femoral component and tibial bearing were removed and replaced.